Event description:
The following information was reported to gore: on (B)(6) 2021, the patient underwent emergency endovascular treatment for a ruptured thoracic aorta using gore® tag® conformable thoracic stent graft with active control system(ctagac). The distal end of the ctagac was placed just above the superior mesenteric artery. On an unknown date, postoperative follow-up examination confirmed the aortic enlargement at the distal side of the device. It was reportedly attributed to a distal type I endoleak. On (B)(6) 2025, reintervention was performed to treat the distal aortic enlargement. When a 24fr gore® dryseal flex introducer sheath was delivered from the left access site, resistance was encountered. A gore® viabahn® endoprosthesis with heparin bioactive surface(vsx) was placed in the superior mesenteric artery, and two additional ctagac stent grafts were implanted distally. Following sheath removal, a localized dissection was observed in the left iliac artery/access vessel, so as a treatment, a bare stent was placed. The procedure was completed successful. The physician noted that the access vessel was narrow. Reportedly the size of the access vessel was about 7.2-8mm.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.